Event description:
It was reported that this pacemaker setting was adjusted to high outputs. Subsequently, this pacemaker was explanted, replaced with the same model and not returned for analysis. No additional adverse patient effects were reported. Additional information was received which indicated that this pacemaker exhibited normal battery depletion and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker setting was adjusted to high outputs. Subsequently, this pacemaker was explanted, replaced with the same model and not returned for analysis. No additional adverse patient effects were reported.